Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s family member) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen with an unknown concentration at a dose of 360 mcg/day. It was reported the patient was going through withdrawal sometime last week (relative to (B)(6) 2018) and needed a pump replacement. The consumer stated the patient had a kinked catheter. The patient had a new pump put in on (B)(6) 2018. No further patient complications were reported.